Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Upon interrogation, it was noted that there was intermittent atrial capture on right atrial (ra) lead. It was also reported that there was over-sensing noise on the right ventricular (rv) lead, resulting in polarity switch. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.